Manufacturer narrative:
A customer in sweden notified biomérieux of obtaining discrepant identification results for the same sample when analyzed with the vitek® ms (ref (B)(4), serial (B)(6)). Investigation: device history record and complaint database review: the investigator searched the complaints database for similar misidentifications. Since (B)(6) 2016, no similar complaints have been recorded for a misidentification of microbactrium arborescens and paenibacillus durus instead of a microbacterium aurum. There is no CAPA, nor non conformity on vitek ms linked with customer 's complaint. Fine tuning: according to the vilink alert tool criteria, fine tuning was at the limit during the tests made on (B)(6) 2021. Spot preparation quality: the calibrator and sample ¿all peaks¿ values were homogeneous. Knowledge base: the customer believes the organism is m. Aurum (included in the knowledge base library v3.2). However, the expected identification is unknown because no reference method was used to confirm the identification. Sample data analysis: analysis of mzml sample files show that the potential identifications of microbacterium arborescens and paenibacillus durus were obtained from the spectra having a low identification score (-0.32 and -0..4) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Repeated tests made on (B)(6) 2021 were performed with formic acid. Formic acid is used for yeast protocol and it is not validated with bacteria. This is an off-label use. The biomérieux bacteria database was built with the bacteria protocol preparation (only matrix). The use of formic acid could modify the spectra content and consequently, it could affect the performance. Reprocessing the customer data with saramis v4.17 (ruo database) with super spectra algorithm gives a no identification result for 4 out of the 5 tests made. The fifth test gave an identification to microbacterium aurum (spectra obtained with yeast protocol preparation). Based on the information above, the customer sample could be a species not included in the vitek ms kb v3.2. No further investigation can be done as the customer has not provided a portion of the sample to biomérieux for testing. Conclusion: the root cause of the customer¿s issue remains unknown. Further investigation cannot be conducted at this time. Local customer service provided additional training materials to the customer to help improve the spot preparation technique and discussed the importance of following the correct protocol (bacteria vs yeast) to obtain correct identifications. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining discrepant identification results for the same sample when analyzed with the vitek® ms (ref 410895, serial (B)(4)). Three (3) different organism identifications were obtained for the same sample. The customer tests sample spots in duplicate and obtained the following results: 7/9. Spot 1: microbactrium arborescens, 99.9%. Spot 2: paenibacillus durus, 99.9%. 8/9. Samples was analyzed again on a new slide. Spot 1: no ID. Spot 2: no ID. Fa was added to the spots and re-analyzed. Spot 1: microbacterium aurum, 99.9%. Spot 2: microbacterium aurum, 99.9%. The result of microbacterium aurum was used as the final identification. There is no indication or report from the customer that the discrepant identification results led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.